Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade a procedure to an abbott device, there were episodes of crosstalk and far p-wave oversensing when the ra lead was connected to the device. Programming changes were made. The patient was stable throughout the procedure.